Manufacturer narrative:
There is a potential for aspiration or swallowing of parts.

Event description:
Oxygen nasal prong leads broke from main port.

Manufacturer narrative:
There is a potential for aspiration or swallowing of parts. There have been 3 previous complaints for 1601 cannula in the previous 24 months under associated production failure code "bond joint separation/disconnection." There is no returned material, or pictures provided of defective product. Complaint cannot be confirmed. Without returned material, or pictures of defective product root cause cannot be confirmed. Most likely root cause is patient pulled on tubing which separated the tubing from the connector, or not enough bonding agent was applied during assembly. Risk(RMA-20017a): r22: low oxygen delivery - patient rips, breaks, damages tubing from pulling on cannula - s=8 o=2 rpn=16. Added to "escalation to CAPA" spreadsheet 11/28/2023.

Event description:
Oxygen nasal prong leads broke from main port.

Manufacturer narrative:
There is a potential for aspiration or swallowing of parts. There have been 3 previous complaints for 1601 cannula in the previous 24 months under associated production failure code "bond joint separation/disconnection." There is no returned material, or pictures provided of defective product. Complaint cannot be confirmed. Without returned material, or pictures of defective product root cause cannot be confirmed. Most likely root cause is patient pulled on tubing which separated the tubing from the connector, or not enough bonding agent was applied during assembly. Risk(B)(4): r22: low oxygen delivery - patient rips, breaks, damages tubing from pulling on cannula - s=8 o=2 rpn=16. Added to "escalation to CAPA" spreadsheet 11/28/2023. **UDI related data quality updates only**

Event description:
Oxygen nasal prong leads broke from main port.